Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted with the reset process, and confirmed that the malfunction code did not recur. The caller was instructed to continue using the pump and to report back if the issue reappears.